Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on 27 (B)(6) 2011 01:25:52. During night drain cycle 10, the patient's ultrafiltration reading was 1531ml, indicating the home patient (hp) drained 1246ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, tidal total uf removal set too low. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.